Manufacturer narrative:
Patient city: (B)(6). Patient country: united states.

Event description:
Reference number (B)(4). Event occurred in the united states. It was reported that the patient experienced low blood glucose on (B)(6) 2025, the patient went to the emergency room (ER), blood glucose level at hospital was 33 mg/dl and was treated with intravenous fluids and manual injections. The patient was hospitalized for less than 24 hours. No further information is available.